Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient required a revision of their acetabular component. No revision of the femoral stem was required. The surgeon used a femoral head allograft to fill a central defect, a wedge augment to fill a posterior defect and a competitor buttress augment for a superior defect. A trident multi hole cup was inserted and the construct was trialed with mdm trials. Stability and leg length were satisfactory and the head and mdm insert were implanted. Update: there was protrusion of the acetabular cup into the pelvis.